Manufacturer narrative:
Date sent: 2/9/2009: information not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the tissue pad was burnt and detached (split but did not fall into the patent). Another device was used to complete the case. There were no adverse consequences to the patient.